Event description:
It was reported, the customer experienced low blood glucose levels. Customer recently had pump basal settings changed by health care professional from .5 units to .6 units. Customer called 911 and was assisted by emergency medical technicians, and drank orange juice and soda to stabilize her blood glucose level. Customer was not taken to the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.